Manufacturer narrative:
During pre-dilatation of a lesion in the superficial femoral artery with a 3mm x 15cm x 155cm saber rx percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured at seven atmospheres (7atm). There was no patient injury. The lesion was ninety percent occluded, severely calcified and with moderate vessel tortuosity. It was not a chronic total occlusion. The physician commented this issue might have occurred due to calcification. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend and was removed easily. It was replaced with a new balloon catheter and the procedure was completed. There was no difficulty removing the product from the hoop, removing the protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. Non-cordis contrast media and indeflator were used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The product was not returned for analysis. A product history record (phr) review of lot 17537295 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. The vessel was described as having severe calcification and moderate tortuosity with a ninety percent stenosis. It I very likely that these vessel characteristics contributed to the reported event, as calcification is known to cause damage to balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. (B)(4). (B)(6).

Event description:
During pre-dilatation of a lesion in the superficial femoral artery with a 3mm15cm155 saber rx percutaneous transluminal angioplasty (pta) catheter, the balloon ruptured at 7 atmospheres (atm). It was replaced with a new balloon catheter and the procedure was completed. There was no patient injury and the device will not be returned due to infectious disease. The physician commented this issue might have occurred due to calcification. The device was discarded due to the patient¿s infectious disease. The lesion was 90% occluded, severely calcified with moderate vessel tortuosity. It was not a chronic total occlusion. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media being used was iopamiron by bracco and an the indeflator was everest by boston scientific. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend and the balloon did not remove easily (clarification pending). Additional patient and procedural details were requested including patient details but were not provided by the account.